Event description:
A patient death was reported. Per caller, the cause of death was not device related. The pump was delivering infumorph. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
Catheter model # 8709sc, serial# (B)(4), implanted: 2012 (B)(6), explanted:unk, patient programmer: model# 8835, serial# (B)(4). (B)(4).

Event description:
Additional information: the health care provider reported that the cause of death was natural; no autopsy performed.

Event description:
Additional information noted that the patient had ¿standard programming¿ and a ¿standard prime¿ of low dose infumorph. The patient went home an hour after the implant surgery. ¿it seemed to be completely unrelated to the pump, more and perhaps her surgical complications or just a bizarre coincidence.¿ it was also reported that the patient had an uneventful trail with ¿.75 g/d.¿

Manufacturer narrative:
(B)(4).